Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer states during a hf electricity ablation, an electrical cardio version was necessary. This was done routinely with defib pads from covidien. During cardio version there was a "popping" sound which was heard in the area where the pad was laterally placed on the patient. Upon inspection of the electrode, bloody necrosis of the skin was found. The burn healed without complication.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.